Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the patient described a burning sensation in their legs when the stimulation was increased to a strong paraesthesia strength. The rep said there were no known external factors that could have led to the issue. The rep reprogrammed the patient and the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting in (B)(6) 2018, when the patient turns stimulation on, it puts her legs on fire. There were no further complications reported.